Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty on (B)(6) 2023, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
D4: corrected UDI, catalog number, and serial number. H6: corrected the following: health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions, the reason for the prosthesis wear reported in (B)(4) cannot be confirmed from the information provided. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.